Manufacturer narrative:
Concomitant medical products: 5024 m lead, implanted: (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient felt palpitations. The chest x-ray showed that the right atrial (ra) lead detached from the distal end of the proximal ring electrode. The lead was capped and device reprogramming was performed. No further patient complications have been reported as a result of this event.